Event description:
Reporter stated that 1 week after the mesh implant, he started having pain and his groin area got swollen. He was told by the doctor it takes 30 days to get better. He stated that the pain got worse and the swelling become bigger to the point that he was not able to tie his belt. The reporter stated that he saw another doctor to get a second opinion. That doctor prescribed him mobic. However he said the mobic started to kill his kidney so he had to stop it. At that point the swelling got bigger and pain was unbearable. On (B)(6) 2015 another surgery was performed. Per the reporter the doctor commented "the biggest mess he had ever seen". He said that the mesh was undone from the end. He has scar tissue. The surgeon did another hernia repair which did not alleviate the pain. The pain and swelling extended to his left testicles. The reporter said he cannot work and he is disabled as a result of this implant.